Manufacturer narrative:
A site visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing an issue with the laser's energy. There was no patient involvement. Additional information has been requested.